Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis in fair condition. The tank was filled with water, attached temp check, and was powered on; once heated the unit remained steady for several hours and did not fluctuate. The temperature had to be taken from the temp check because the display on the device was missing pixels. Based on the evidence, the root cause is unknown as the complaint was not confirmed.

Event description:
Information was received indicating that during maintenance of a smiths medical level 1® hotline® low flow system, temperature fluctuations were observed. There were no reported adverse effects.